Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was delivered into the eye in the incorrect orientation and that rotation of the lens to the correct orientation resulted in posterior capsule and/or zonule tear. The patient is reported to have a shallow anterior chamber with positive vitreous pressure. The lens was left in situ and the eye was closed with sutures and the pupil pharcologically constricted. User behaviour can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) can change the position of the lens within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. Orientation can be corrected during injection. The rayone hydrophilic and hydrophobic ifus include specific instructions in "use of rayone" section and "fig 7" states "in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". The patient's pre-existing anatomical issues combined with the action of repositioning the iol within the eye to correct orientation are the likely causative factors of pc/zonule damage in this case. There is currently very limited information available. Rayner is following up with the healthcare facility to obtain additional information with a view to facilitate further investigation of the event.

Event description:
On 29th january 2025, rayner received notification of an event that occurred at a UK healthcare facility during use of a rayone preloaded iol (model unspecified). The event description provided states that the iol was delivered into the eye in the incorrect orientation and that rotation of the lens to the correct orientation resulted in posterior capsule and/or zonule tear.